Event description:
I got smile laser eye surgery done on (B)(6) 2026 at (B)(6) using the visumax 500 system. This left me with side effects such as ghosting, glare, halos, starbursts, and poor night vision.